Event description:
Power on reset, eri, and ventricular lead warnings were reported. The ventricular lead had also automatically switched to unipolar. Bipolar and unipolar capture, sensing, and impedance were all tested on the ventricular lead, and all were within normal operating specifications. The device was subsequently explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. The high current drain condition was identified as the result of excessive leakage current internal to a ceramic capacitor. The power on reset (por) and elective replacement indicator (eri) conditions were likely related to the high current drain. Both conditions may occur when a low battery voltage is present, and a high current drain condition will usually pull the battery voltage down. Power on reset, eri, and ventricular lead warnings were reported. The ventricular lead had also automatically switched to unipolar. Bipolar and unipolar capture, sensing, and impedance were all tested on the ventricular lead, and all were within normal operating specifications. The device was subsequently explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure capacitor device was out of specification in a manner that relates to event premature eri (elective replacement indicator).

Event description:
Power on reset, eri, and ventricular lead warnings reported. The ventricular lead had also automatically switched to unipolar. Bipolar and unipolar capture, sensing, and impedance, were all tested on the ventricular lead, and all were within normal operating specifications. The device was subsequently explanted. No patient complications have been reported as a result of this event.